Event description:
It was reported to philips that the device had a co2 failure. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.